Manufacturer narrative:
A device history review was conducted. The report indicates that nemcomed (now known as avalign technologies-nemcomed) manufactured the 22mm cocr radial head std ht/12.5mm, part #09.402.022 and lot #6892421 on po #1361315 for 50 parts delivered on june 6, 2012 and processed on work order #(B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated june 4, 2012 and was inspected and conformed to the synthes final inspection sheet ns051180, revision ¿a¿. The parts were labeled, packaged, sterilized (po #1395355) at sterigenics (corona) and released to the warehouse on june 29, 2012, with expiration date may 2017. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for one unknown radial head, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, postoperative x-rays revealed radial head prosthesis loosening. No other information available. This is report 1 of 2 for complaint (B)(4). This report is for an unknown radial head.